Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the device to be in okay condition and the right plunger case cracked. During functional testing, the device underwent both flow and occlusion tests; the reported check clutch lever error could not be duplicated. A review of the device history log found that a check clutch lever had previously occurred. Additionally, it was noted that the clutch was released during an infusion. Investigation determined the root cause of the check clutch lever error to be a result of the improper release of the clutch during infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch error. No patient injury was reported.